Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Nurse reported via phone call that customer experienced hypoglycemia. The customer blood glucose level was 29 mg/dl at the time of incident. The customer was treated with glucose for low blood glucose level. Customer had using insulin pump system within 48 hours of reported low blood glucose event. Customer stated drive support cap was normal. Customer stated that battery cap was "pooing" off and the reservoir compartment had cracked. Customer stated reservoir was able to lock in place when inserted into insulin pump. The insulin pump will returned for analysis.

Manufacturer narrative:
Device received with stripped battery cap thread and broken reservoir tube lip noted. The p-cap was able to lock in place. Device passed displacement test.